Event description:
The customer called to report that their one touch basic meter was displaying "insert strip" and that customer could not test their blood glucose for about one month. Customer continued to take their daily dose of oral medications. During a doctor's visit, their blood glucose was tested in the lab with a result of 400 mg/dl. Customer was treated with an insulin injection, no changes were made to their medications. During troubleshooting with the customer, it was determined that customer was applying blood to the strip and then inserting it into the meter. Customer was trained in the proper use of the meter.